Event description:
It was reported that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes. The patient also has an implanted pacemaker. Currently the patient's potassium level is high. Technical services suspects the high potassium levels may be the reason for the wide intrinsic complexes. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.